Event description:
A medtronic representative reported that the stealthstation treon navigation system froze before attempting to do a registration. The site clicked on the back button and nothing happened; they were unable to click on anything else. The system then unfroze; went back several steps in the software and they were able to exit the application. The surgeon was able to re-open the application to complete the surgery successfully and everything worked properly. There was no impact on the patient outcome was reported.

Manufacturer narrative:
Medtronic representative could not replicate the issue. Investigation finds navigation system checked out successfully. No further issues reported.